Event description:
A malfunction alarm was reported for the customer's pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.